Event description:
The customer obtained lower than expected vitros vanc quality control results on a vitros 5,1 fs chemistry system. A value of < 5.0 ug/ml was obtained from the vitros tdm pv I fluid versus the expected value of 8.128 ug/ml, and a value of < 5.0 ug/ml was obtained from the vitros tdm pv iii fluid versus the expected value or 38.000 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros vanc while the quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros vanc quality control results were obtained on a vitros 5,1 fs chemistry system. The issue appeared to be isolated to a single vitros vanc reagent pack, as the lower than expected results were associated with the introduction of the affected pack. The customer replaced the vitros vanc reagent pack with an alternate vanc reagent pack from the same lot, and acceptable performance was observed. The investigation found no evidence to suggest an instrument malfunction occurred. The investigation was unable to determine a definitive root cause. However, the investigation determined that the event was related to the specific vitros vanc reagent pack in use at the time of the event. At this time, ocd has not received any related complaints for vitros vanc lot 2514-23-2043 to suggest a product quality issue with the reagent lot.